Event description:
During routine rf ablation application using the stockert generator, the physician heard a "pop." The generator did not reach the temperature cut-off. The procedure was completed and no patient injury was reported. This reportedly has occurred on 5 other occasions with no patient injury.